Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that two mr290v vented autofeed humidification chambers were cracked and leaking. This was observed before patient use.

Manufacturer narrative:
(B)(4). Method: one of the complaint mr290v vented autofeed humidification chambers was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked at the baffle area. The first crack stretched from the base up through the baffle. A second crack was found running along the base, to the right of the baffle. Dents were also found in the base, at the left side of the baffle. A lot check revealed no other complaints of this nature for lot number 121211. Conclusion: we were unable to confirm definitively the root cause of the reported fault; however, based on the nature of the damage observed, it is likely that the dents in the base caused stress to the dome, which contributed to the cracking of the baffle. Every mr290 chamber is pressure tested to 8kpa following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. The pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. This suggests that the subject chamber was damaged after it was released for distribution. The user instructions which accompany the mr290 autofeed humidification chamber state the following: - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).